Manufacturer narrative:
Additional procodes: mnh, mni, kwq, kwp. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a posterior lumbar fusion revision surgery to extend the construct 1 level up for adjacent level disease at l4-l5. The construct was s1-l5 and was extended up to l4-s1. Two (2) 6.0mm titanium matrix screw, two (2) 5.5mm titanium curved rod, two (2) titanium matrix locking cap, and two (2) titanium matrix top loading polyaxial head were the devices implanted at l4, the site of the adjacent level disease at l4-l5. Procedure was successfully completed. Patient status is unknown. This report is for a 5.5mm ti curved rod 65mm. This is report 3 of 8 for (B)(4).